Manufacturer narrative:
Insulin pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that the numbers on the screen would keep scrolling when the customer was trying to bolus, buttons were unresponsive. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.